Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the cause of the pocket being too deep to fill the pump was that it was put in too deep.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the pump needs to be repositioned in the pocket. The healthcare provider (hcp) has not provided more information. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action: a pump pocket revision was scheduled for (B)(6) 2024. The patient weight and medical history were not available due legal/confidential reason. The patient status was alive and no injury. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer via the company representative reported that the patient had extreme difficulty getting their personal therapy manager (ptm) to communicate with their pump due to excessive pump movement. There were no external factors involved and no troubleshooting was performed. They were upset that their healthcare provider (hcp) would not put the pump in the abdomen as they have had 2 subsequent pocket revisions since their pump implant in the gluteal region. They were going back to their hcp next week to let them know that the pump was still not secure in the pocket. The event had not been resolved. Surgical intervention had not occurred and it was unknown if it was planned.

Manufacturer narrative:
Continuation of d10: concomitant product ID neu_ptm_prog roduct type programmer, patient . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the reason the pump pocket needed revision was that the pocket was too deep to fill the pump. Actions/interventions included the pump was repositioned. It was reported the pocket revision resolved the issue.